Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. A stryker field service technician evaluated the customer's device and was unable to duplicate the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device would not escalate energy during a cardiac arrest. As a result, defibrillation therapy would not be available, if needed. The patient associated with the reported event did not survive.

Event description:
A customer contacted stryker to report that their device would not escalate energy during a cardiac arrest. As a result, defibrillation therapy would not be available, if needed. The patient associated with the reported event did not survive. A clinical review was performed to determine the contribution of the device use to the patient's outcome.

Manufacturer narrative:
An advance quality engineer further reviewed the device's electronic records and was able to verify the reported issue. It was observed that, between each shock, there were "no shock advised" determinations, which took the device out of auto escalating protocol. It was determined that the cause of the issue was user error and the device performed as designed.stryker performed a clinical review of the event and determined that the device use did not contribute to the patient's outcome. Effective defibrillation was provided. During the case, the patient required defibrillation for ventricular fibrillation a total of 3 times. With each shock delivery, the patient converted to a non-shockable rhythm. The device automatically escalates energy in AED mode when the patient requires defibrillation (¿shock advised¿) multiple times in a row. The device does not escalate energy when a no shock a decision follows a shock, as mentioned above. The device acted as designed and it did not contribute to the patient¿s outcome.